Manufacturer narrative:
Results of the investigation into lot: s11507: as of 12/feb/2020, there was one unrelated complaint with lot: s11057 which was associated with a seroma and detachment issue (pr 1549678). Review of the processing history records for lot: s11057 is as follows: lot processing start date: 01/10/2012; sterilization date: 01/19/2012; expiration date: 2013-12; sterilization e-beam doses were within process parameters. Dose audit for the sterilization process was acceptable for the lot. Bacterial endotoxins limit test (bet) results: passed: 02/10/2012. Pouch integrity inspection showed no significant bulges, holes, tears, wrinkles or physical defects. Pouch seals dwell time and temperatures were within process parameters. Seal integrity inspection showed that all seals were visually inspected and acceptable. The lot was aseptically processed, terminally sterilized, and met qc release criteria. There was 1 processing deviation (311048) and no non conformances revealed during the investigation. Processing deviation 311048: requirement for manual pinch clamps for manifold set-up in porcine manufacturing facility. Product/patient impact is none. As of 2/11/2020, of the (B)(4) devices released to finished goods for lot: s11057, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. Qa investigation into lot: s11057 resulted in no remarkable findings including (B)(4) devices distributed with no other complaints and no related processing deviations or nonconformances revealed. Lot: s11057 was processed aseptically, terminally sterilized and met all qc release criteria.

Event description:
It was reported that a patient underwent revision breast surgery on (B)(6) 2012 and had two pieces of strattice placed on a thin patient with no body fat. Surgeon said the reason for reoperation was bottoming out of the implant, severe rippling and thinning of the strattice causing visible deformation. The strattice pulled away from their chest wall and when the surgeon went back a few weeks ago, the piece was so thinned out and torn in multiple places and had not incorporated well at all. It was essentially floating in there, not part of the capsule and not attached to much. The surgeon re-sutured it using permanent suture and patched up the tears as much as they could have. Surgeon indicated that if they have had strattice on hand, they would have put two new pieces in there. Graft remains implanted. Lot number is s11057.

Manufacturer narrative:
Lot number provided as s11057-487. Internal investigation into lot number s11057 has been initiated. A follow up medwatch will be sent once the investigation is completed.

Event description:
It was reported that a patient underwent revision breast surgery in (B)(6) 2012 and had two pieces of strattice placed on a thin patient with no body fat. Surgeon said the reason for reoperation was bottoming out of the implant, severe rippling and thinning of the strattice causing visible deformation. The strattice pulled away from their chest wall and when the surgeon went back a few weeks ago, the piece was so thinned out and torn in multiple places and had not incorporated well at all. It was essentially floating in there, not part of the capsule and not attached to much. The surgeon re-sutured it using permanent suture and patched up the tears as much as they could have. Surgeon indicated that if they have had strattice on hand, they would have put two new pieces in there. Graft remains implanted. Lot number is s11057.